Event description:
Procedure type: lap assisted proximal gastrectomy. According to the reporter: after the surgeon filed the device, the clamped tissue was torn. The surgeon resected the tissue again and created another pursestring suture. Surgery time was not extended by more than 30 minutes. Problem of the product did not extend the surgical time more than 30 minutes. There was unanticipated tissue loss. There was no unanticipated tissue damage as a result of this problem. There was no blood loss of 500 cc or more due to the product problem.

Manufacturer narrative:
(B)(4).